Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/30/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - female, no further info available. Name of index surgical procedure? Stitching episiotomy. The diagnosis and indication for the index surgical procedure? Pregnangy, giving birth what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Na. What was the tissue condition of the perineum (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? 2/3 of the end of the suture. What was the size of the broken needle fragment? Suture detached of the needle. Needle itself remained intact. Please describe any medical/surgical intervention required for this suture event including dates and results. Na. Was the entire retained needle piece removed when the patient was re-opened? Complete needle could be removed. Does any piece/device remain retained in the patient's tissue? No. If the piece(s) were retained, where are they located/in what structure? Na, but initially the needle was 5mm under the skin and therefore couldn't be felt through the skin did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Good. Mail to sr for additional info. If applicable, will product be returned? Yes. H6 component code: g07002 unable to investigate further. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned incomplete to ethicon for evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation, only one empty opened box. A manufacturing record evaluation was performed for the finished device lot number an0968/xcvr2294, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number an0968/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 15.01.2020. Expired date: 31.12.2024. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that an open sample was received with an undispensed thread properly placed on the tray and four unopened samples belonging to the product code vr2294, lot at5281. Upon initial inspection of the samples, no external damage to the package was observed. In order to evaluate the condition of the returned samples, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number at5281/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 24.08.2022. Expired date: 31.07.2027. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that it was received twelve packets that pertain to the product code vr2294, lot at1835. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples. The packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number at1835/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 02.06.2022. Expired date: 31.05.2027. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that it was received seven packets that pertain to the product code vr2294, lot ar6200. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples. The packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number ar6200/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 08.03.2022. Expired date: 28.02.2027. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device.the returned sample determined that it was received six packets that pertain to the product code vr2294, lot at1184. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples. The packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number at1184/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 18.05.2022. Expired date: 30.04.2027. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device.the returned sample determined that it was received one packet that pertain to the product code vr2294, lotar0232. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number ar0232/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 17.09.2021. Expired date: 31.08.2026. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that it was received one packet that pertain to the product code vr2294, lot ap6855. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number ap6855/xcvr2294, and no non conformances / manufacturing irregularities were identified. Manufactured date: 02.06.2021. Expired date: 31.05.2026 corrected information: h6 medical device problem code.

Event description:
It was reported that the patient underwent childbirth on (B)(6) 2023 and suture was used. During the procedure, while stitching the perineum, the needle broke off. The part wasn't found by the assistant in the patient, neither in the room. The patient went to radiology and the needle was localized. The wound was opened again. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - female, no further info available name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Pregnangy, giving birth if applicable, will product be returned? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition of the perineum (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the entire retained needle piece removed when the patient was re-opened? Does any piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?